Event description:
Medics responded to a cardiac call, the patient was diagnosed as in v-fib. The device was used to defibrillate the patient. Reportedly during the next charge attempt, the service light came on and device would not deliver a shock. The operator powered the device off and back on, and continued to use the device to treat the patient. The patient was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the patient's death, based on an assesment of the pt's lack of viability.